Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer' stated problem was verified. Inspected the pump and attached cassette onto to the device and it alarmed "cassette not attached properly". Further investigation of the pump determined that a faulty downstream occlusion sensor was the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Additional information received on 09-sep-2019. The customer reported that there was no patient involvement as the malfunction was detected while testing the device in their facility.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an alarm that the cassette is not attached .there was no reported injury to the patient.